Manufacturer narrative:
(B)(4). (B)(4).

Event description:
The reporter stated the surgeon implanted an 12.0mm (B)(6) implantable collamer lens. The lens was explanted due to excessive vaulting. Further info has been requested, but none has been forthcoming. A supplemental medwatch will be submitted when further info is available.